Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage with struts on rows 7 and 8 lifted from the stent profile. Struts on rows 10, 11 & 12 lifted proximally and kinked between rows 11 and 12. This type of damage is consistent with resistance being encountered during advancement attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. There is no evidence of any kinks or breaks along its length. A visual and tactile examination found a midshaft kink 5mm distal from the port bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery. A 32x3.50mm promus premier stent was advanced but the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.